Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that two hours after the patient took their 10 am dose of rytary on saturday, patient experienced painful rigidity. They felt as if their legs were turning in on them. They had difficulty moving and were unable to move. Their dyskinesia had worsened. It was indicated that the patient had increase voltage on the right side implantable nuerostimulator(ins) at some point and when the patient was seen in the ER, the hcp decreased the voltage back to previous level and patient¿s symptom improved. Hcp believed the patient had a ¿ peak dose dystonia¿, which improved after changing the settings but still concerned that dyskinesia had gotten worse and patient was experiencing some ¿wearing off¿ ( in reference to medication). Hcp speculated that patient¿s symptoms might have worsened when patient increased voltage on right side. It was indicated that the patient started seeing out of regulation message (oor) on saturday on the left side when checking the device and has continued to see it since then. The patient never experienced any shocking. The therapy settings and electrode impedance taken on the day of report and read as follow: right side, 0- 1+, 3.0v, 60 pw, 180 rate c0 2724 c1 572 c2 563 c3 2562 01 2277 02 2284 03 4364 12 37 13 1950 23 1940. Left side: 0- 1+, 3.4v, 90 pw, 180 rate c0 2985 c1 1166 c2 1326 c3 1642 01 2251 02 3344 03 4015 12 1386 13 2076 23 1030. It was also reported that they tested the impedances on monday when patient was seen in ER and everything on the left side was normal. The patient had not hit their head or chest recently. The patient appeared to be getting benefit from the ins for their dystonia but was still experiencing some ¿wearing off¿. The x-rays were being performed while on the call. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were parkinson¿s dual and movement disorders.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.